Manufacturer narrative:
Name: medtronic minimed. Entity ID: sp000133. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Zip four: 1219. Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that two infusion set cannulas became bent on (B)(6) 2026, resulting in occlusion that prevented insulin delivery consequently causing hyperglycemia that was managed with self-administered insulin via pump.